Event description:
While treating a pt in cardiac arrest, the user selected 200 joules, the device charged the energy and increased to 15 joules, then displayed a "pacer fault 117" message and failed to complete the charge sequence. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.